Event description:
It was reported that pt underwent hip procedure on (B) (6) 2009. Revision surgery was performed on an unk date due to dislocation of the modular head and bi-polar shell. Hospital disposed of the explants. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Explant was disposed of by the hospital. Manufacturing history was reviewed with no deviations or abnormalities found. Review of complaint records found no similar reports for item (B) (4), lot 1638513. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B) (4).